Event description:
Consumer questinoing readings that they are receiving their plink meter. Analysis run on clark error grid using mean avg. Reading (124) as ref. Point vs. Bd readings (21, 52, 300) yielded data points in the c range of the grid, outside of acceptable limits.